Manufacturer narrative:
Manufacturers investigation of the returned device and manufacturing records found no failures or nonconformances and no trends were identified. No root cause could be established, the relationship between the coopervision device and the incident is unconfirmed. Device sample returned for analysis, received 30 january 2023 and investigation completed on 08 february 2023.

Event description:
This incident was reported by the optician to the manufacturer. It was reported that the patient was diagnosed with keratitis in right eye (od). Information provided indicates that the patient sought treatment and unspecified medication was prescribed. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.

Manufacturer narrative:
No device sample was returned for manufacturer analysis. A lot number was provided for the device alleged to be involved in the incident. Lot history, device history, sterilization records, and trend reporting were reviewed. No issues or nonconformance's were found and no trends were identified. No root cause could be established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
This incident was reported by the optician to the manufacturer. It was reported that the patient was diagnosed with keratitis in right eye (od). Information provided indicates that the patient sought treatment and unspecified medication was prescribed. Good faith efforts have been made to obtain further information without success. As of the date of this report, additional information is unknown. This event is being reported in an abundance of caution due to the lack of medical information, unconfirmed diagnosis, and unknown patient resolution. Should further information become available, a follow-up report will be submitted as appropriate.